Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. Upon return, the teflon sheath was noted on the iabc; blood was noted in the sheath sidearm. The bladder was fully unwrapped. A bend to the iab central lumen was noted at approximately 73cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer photo was reviewed. The photo shows a possible helium loss 2 alarm. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute ac-cording to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 73cm from the iabc distal tip; which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9cm from the iabc luer; which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the pump alarmed helium loss (2)" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after working for about 40 minutes, the pump alarmed helium loss (2), and could not continue to work. Measures taken included: aspirating the balloon to observe if there was any blood return; reconnecting the gas line connection tube; reducing the helium volume; and replacing another pump, also alarmed helium loss (2). At around 2:50, the catheter was removed and a new catheter was inserted at the original position and worked normally without any alarms". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after working for about 40 minutes, the pump alarmed helium loss (2), and could not continue to work. Measures taken included: aspirating the balloon to observe if there was any blood return; reconnecting the gas line connection tube; reducing the helium volume; and replacing another pump, also alarmed helium loss (2). At around 2:50, the catheter was removed and a new catheter was inserted at the original position and worked normally without any alarms". No patient harm or injury. The patient status is reported as "fine".